Manufacturer narrative:
This report is submitted on may 22, 2023.

Event description:
Per the clinic, the patient has a tumor on the side of implant. It is being removed as he is having radiation therapy on this side. The device was explanted on (B)(6) 2023. There are plans to re-implant the patient on the opposite ear.